Manufacturer narrative:
Upn- search was initially reported as (B)(4) - model-taxus exp2- 8.8pct (otw)-2.75x8mm and has been corrected to (B)(4) - model-taxus exp2- 8.8pct (otw)-3.50x12mm - (B)(4). Device lot number was initially reported as 7957293 and has been corrected to 8767590. Device expiration date was initially reported as 12-jul-2006 and has been corrected to 07-mar-2007. Device manufactured date was initially reported at 21-aug-2005 and has been corrected to 14-jun-2006. If implanted, given date was initially reported as (B)(6)-2006 and has been corrected to (B)(6)-2006. The manufacturer report number was originally 6000093-2006-02397 and has changed as bsc has discontinued the use of the special reporting numbers granted by the FDA and are utilizing the regulation default site establishment registration numbers for reporting mdrs. This report is supplement 001. (B)(4).

Event description:
It was further reported that this is the same patient as 2134265-2011-00439 and 2134265-2011-00417. It was further reported that the 2.75x8mm taxus express2 stent was implanted in the rca. 7 months later, a 3.5x12mm taxus express2 stent was implanted overlapping the 2.75x8mm stent. (B)(6) 2010, the patient was treated for instent restenosis of the mid lad with deployment of a 2.75x15mm promus stent. Fifteen days later, the patient was hospitalized for an allergic reaction with symptoms of rash, fever, itching, hives, swelling in one of his ankles and swollen lymph nodes in neck and groin. The patient was treated with a steroid dose pack and was discharged 5 days later.